Event description:
It was initially reported that the pt is having an increase in seizures above pre-vns baseline levels. There was no known relation to the vns therapy, but in response to the increase in seizures, the pt's settings have been adjusted for lower duty cycle and pulsewidth. There have been no known changes in medications or lifestyle. The pt has also been for generator revision, but the explanted generator has yet to be returned to the manufacturer for analysis.